Event description:
This is a spontaneous report received on 07-mar-2022 from a consumer regarding an (B)(6)son who used col tb classic/extra clean and was screaming in pain and a long white bristle lodged in his tonsil. There was no relevant medical history provided. Several weeks ago, the reporter purchased a pack of col tb classic/extra clean. On an unspecified date, the consumer's son was using one of the new col tb classic/extra clean toothbrush and started screaming in pain and pointing to his throat. The reporter was able to see a long white bristle lodged in the child's tonsil. The reporter was not able to remove the bristle and took the child to the emergency room. A surgeon was able to remove the bristle after several attempts. The reporter inspected the brush after returning home and noticed a broken off bristle sticking out from the toothbrush. It was reported the child was afraid and concerned to brush his teeth after the traumatic event. Action taken with col tb classic/extra clean was unknown. At the time of this report, outcome of the events was unknown.